Event description:
In 02/2004 the patient was implanted with a vented electric left ventricular assist device (lvad)three days later, the hospital's perfusionist contacted the manufacturer and reported that the patient's system controller had a yellow wrench alarm. The perfusionist hooked the patient up to a system monitor and it said " no data available". The perfusionist then replaced the system controller with a second controller, and received a yellow wrench alarm and a red heart alarm and then the pump had stopped. The perfusionist then replaced the second system controller with a third controller and no further alarms or problems were noted. Patient remains on lvad while awaiting a heart transplant.